Manufacturer narrative:
Evaluation: the device was returned in an opened, used and damaged condition for investigation. Our examination confirmed the reported separation of the hub from the sheath material. Based on the characteristics displayed, we are aware of the potential for occurrence and measures have been taken in an effort to prevent a recurrence. The appropriate individuals have been notified of this matter.